Manufacturer narrative:
Additional information: h3- device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic torn and residue on lens. H6- device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -12.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault, elevated intraocular pressure (iop) and blurred vision. This exchange resolved the problem.